Event description:
Technician alleged that the grounding was not passing the ground test. No pt impact.

Manufacturer narrative:
The technician found that the power cord is defective. The technician replaced the power cord assembly to resolve the issue.